Event description:
It was reported that during a routine procedure the physician possibly abraded the left ventricular (lv) lead. The lead tested acceptably, however the physician elected to apply a repair sleeve as a precaution. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d224trk ICD, implanted: (B)(6) 2009; 693565 lead, implanted: (B)(6) 2009. (B)(4).